Manufacturer narrative:
Results - the returned lead had numerous bends throughout the entire lead body. All of the wires were broken approximately 6 cm from the stimulation end with 2 wires protruding from the lead body. No functional testing was performed due to broken wires in the lead segment. As there was no breach of the outer tubing except for where the broken wires had protruded, the damage is consistent with overstress conditions the lead was subjected to while it was implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system including a percutaneous lead on (B)(6) 2010. It was reported that the patient's lead was replaced due to invalid impedance measurements on all contacts. Prior to the procedure, the patient was unable to receive stimulation. No further information is available.